Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional on 2019-jul-24. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j93122364, implanted: (B)(6) 1993, product type: catheter. Other relevant device(s) are: product ID: 8703, serial/lot #: (B)(4), ubd: 14-sep-1995, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (3.3 mg/ml at 0.6052 mg/day) and dilaudid (25 mg/ml at 4.585 mg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient was due for an entire system replacement on (B)(6) 2019 because her catheter was kinked. Her medication wasn't dispensing like it should, but the health care professional (hcp) kept refilling her pump due to the medication shelf life. No further complications were reported.